Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage was observed on the location where the material remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no water flow through the auxiliary channel of the evis exera ii colonovideoscope. The device was returned and an evaluation at the repair center revealed clogging of the auxiliary channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. ¿no water flow through the auxiliary channel". There were few additional findings. Flexibility adjustment ring had a scratch. Control unit was shaved. Grip and switch box had a scratch. Air/water-cylinder and suction cylinder had discoloration. Due to short circuit of charge coupled device (ccd) cable, there was heat generation at the endoscope connector. Scope connector was deformed. Electrical connector was dirty due to water leakage. Due to a crack on objective lens, the image had a partial dark area. Due to wear of angle wire, bending angle in the downward direction does not meet the standard value. Objective lens had a scratch. Adhesive around light guide lens had discoloration. Adhesive on bending section cover was detached. Connecting tube had discoloration and was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.